Manufacturer narrative:
Update to b5 describe event or problem. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a fractured approximately 149 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinical observations of the noise and impedance issues were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was exhibiting noise and impedance issues and high pacing threshold measurements. It was confirmed that the lead was fractured. The lead was successfully explanted and replaced. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting noise and impedance issues. It was confirmed that the lead was fractured. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.